Manufacturer narrative:
The device was received fully deployed with the slide insert visible in the top housing window. The download data shows that the device delivered 1271 pulses and completed multiple boluses with no timeouts or drive stalls. During the investigation the needle mechanism was reset to the not deployed position, and the device functioned properly during manual deployment. No damages or defects were found that would cause a needle mechanism failure. A leak test was performed and no leaks were found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 300 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient changed out the pod for a new pod.